Event description:
The customer reported the system is displaying a kv on in error message. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator driver cable. System operates as intended. (B) (4).